Manufacturer narrative:
On (B)(6) 2017, this lead was explanted and returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 48 cm and 50 cm distal to the is-1 connector pin the insulation was rubbed through. During the electrical analysis low impedances were measured due to the insulation damage. This damage can be considered as the root cause of the noise reported in the complaint text. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Furthermore the conductor cable to the shock coil was found pulled out of the lead body between 40 cm and 43 cm distal to the is-1 connector pin which most likely resulted from tensile forces applied during the extraction procedure. During the mechanical analysis a stylet intended to be used with this lead was inserted but could only be advanced 46 cm towards the lead tip. Subsequent analysis showed dried body fluids inside the lead's lumen. Thus the fixation mechanism could not be investigated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
The lead was noted to have noise, it was recreated with postural testing. The lead remains implanted. Should additional information be received this file will be updated.